Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient (age not reported) coincident with dianeal, unknown, dianeal pd4 ambuflex and dianeal pd2 ambuflex therapies. In (B)(6) 2010, the patient started treatment with dianeal , unknown, dianeal pd4 ambuflex and dianeal pd2 ambuflex, (lot numbers, doses, and frequencies were not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unknown date in 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. It was unknown if the patient had a peritoneal effluent analysis and culture performed. It was unknown if the dianeal, unknown, dianeal pd4 ambuflex and dianeal pd2 ambuflex therapy was ongoing. It was unknown whether the peritonitis resolved. No concomitant medications were reported. No statement of causality was reported for the event.